Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager latch was sliding back and forth was causing the fridge not to close completely. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) latch was sliding back and, preventing the refrigerator from closing completely and causing the temperature to fall out of range. A field service engineer (fse) identified that the security nuts on the hasp were not properly tightened or secured. The fse tightened and broke off the security nuts as required to ensure proper installation. The inventory was verified following the adjustment, and no further issues were reported. The system functioned as intended after the field service engineer repaired the device.